Manufacturer narrative:
The gaia third guide wire was returned for evaluation. The coil wire was elongated for approximately 35mm from the mid solder set at 45mm from the wire tip and then fractured. The core wire was found fractured at approximately 40mm distal to the mid solder. Each fracture end was observed under the microscope. It revealed that the fracture end of the coil wire was necked, suggesting that the coil wire became fractured due to tensile stress. The core wire had a relatively flat fracture surface and helical marks were observed on the side of the core wire shaft near the fracture. These findings indicated that torsion had contributed to the observed fracture of the core wire. Measurement of the returned guide wire suggested that approximately 5mm of the core wire including the inner coil wire on top of the core and approximately 40mm of the coil wire were missing. Based on the obtained information and investigation outcome, it was presumed that repeated torsional stress generated with torquing manipulation had most likely caused the observed core wire fracture on the returned gaia third guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was being trapped and restricted its movement by the heavily calcified lesion. Tensile stress generated with wire removal might have led the coil wire to fracture and the tip to separate. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effect]. ~ separation of the guide wire.

Event description:
It was reported that the tip of an asahi gaia third guide wire had fractured during a percutaneous coronary intervention (pci) to treat a heavily calcified, 90-99% stenosis in the right coronary artery (rca). Femoral access was obtained with a 6f desilet introducer (cardinal health) and a 6f jr4 launcher guide catheter (medtronic). The gaia third was advanced and crashed into the calcium in the middle rca. After some manipulations, the guide wire broke off. Attempt was made to retrieve the separated wire tip with a snare, but ended unsuccessfully. The procedure was terminated without crossing the lesion or opening the stenosis. There were no adverse patient effects associated with this event. A second angioplasty with stenting was performed on (B)(6) 2021. The wire fragment was crushed between the stent and the vessel wall. The procedure was successfully completed and the patient was reportedly fine after the procedure. The physician commented that the wire fracture was most likely due to the impact of the microcatheter on the guide wire.

Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information, referring to known similar events, and results of lot history records review, it was presumed that stress generated with wire manipulation in attempts to cross the lesion had likely contributed to the reported separation of the gaia third guide wire. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement likely by the heavily calcified lesion. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effect] separation of the guide wire.